Event description:
The customer reported mrx doesn't work properly due to a defective battery and could have failed on a pt.

Manufacturer narrative:
(B)(4). The customer reported mrx doesn't work properly due to a defective battery and could have failed on a pt. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.